Event description:
It was reported the patient came into the office yesterday for a regular epidural injection and noted the implantable neurostimulator (ins) was no longer working. The patient reportedly fell about three weeks ago. It was unknown if the therapy change was sudden or gradual. Additional information received reported the patient¿s stimulation was not working. It was noted that the patient had a fall about 4 weeks ago and had a loss of stimulation after that. It was unknown whether the stimulation change was sudden or gradual. It was noted the physician saw the leads were still in place. The ins was reportedly not connecting with the patient¿s remote. It was noted the physician ordered the ins to be ¿placed in pt.¿ additional information received reported the patient¿s ins had a confirmed overdischarge. It was unknown which number overdischarge it was. A physician mode recharge (pmr) was performed and did no successfully reset the device. The manufacturer representative (rep) was going to continue attempting power on reset (por). No diagnostics or troubleshooting had been performed, but would be in the future. The cause of the issue was the patient was not charging regularly. The patient¿s status was noted to be alive with no injury. No symptoms were reportedly associated with the event. Additional information received reported it was unknown how long it had been since the patient had successfully charged. The patient experienced no stimulation sensation. A pmr was not able to successfully reset the device and the por was not cleared. The patient was reportedly not able to fully recharge their ins. It was reported the patient had opted to have the device replaced with a non-rechargeable device, as she could not be compliant with the charging.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information confirmed that the patient was to have their ins replaced (with a non-rechargeable model) on (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted and the paddle lead remained impla nted. The patient was doing well without sequelae and was receiving effective therapy.